Manufacturer narrative:
E1: initial reporter address 1 - (B)(6).

Event description:
It was reported that a catheter issue occurred. The patient presented with may-thurner syndrome complicated by a total thrombus in the left iliac vein for a peripheral intravascular ultrasound (ivus). Following ballooning with a 2.00 x 150 mm sterling balloon, an opticross 18 imaging catheter was selected for ivus. When the catheter was inserted, it was not read by the ivus machine and when removed, the tip of the catheter was found to be broken. The procedure was completed with another of the same device. There were not patient complications reported.